Event description:
It was reported that the device, during the last treatment with neonatal hypothermia, was unable to enter the rewarming mode. The error 113 displayed multiple times and the flow was 0.4 l / m (too low for the heater to turn on). The manual test carried out by user showed that the internal bypass did not open, which the manual described as damage to the flow meter. The device required repair and service. Per follow up with ibc on 23oct2020, the device will be sent to the biomed after therapy completion for evaluation, and therapy was discontinued because of the issue. The device has undergone standard tests to check the correct operation of individual modules. Patient was a newborn baby with encephalopathy.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device, during the last treatment with neonatal hypothermia, was unable to enter the rewarming mode. The error 113 displayed multiple times, and the flow was 0.4 l / m (too low for the heater to turn on). The manual test carried out by user showed that the internal bypass did not open, which the manual described as damage to the flow meter. The device required repair and service. Per follow up with ibc on 23oct2020, the device will be sent to the biomed after therapy completion for evaluation, and therapy was discontinued because of the issue. The device has undergone standard tests to check the correct operation of individual modules. Patient was a newborn baby with encephalopathy.